Manufacturer narrative:
Insulin pump received with no button response due to flattened (esc, act, up and down) button dome switch (no crease). The keypad connector on lcd was locked properly during visual inspection. Unable to verify unexpected low battery alarm and perform displacement test, idle current test, run current test, self test and off no power test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump's act and back buttons were sticking. They had to press them multiple times to get them to respond. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The information the section "date received by manufacturer" was incorrect with the initial report. The correct information has been provided with this report.